Manufacturer narrative:
(B)(4): the customer reported the display had a blank screen. The unit was evaluated by a philips rep, and the reported symptom was duplicated. Replacing the optical switch resolved the issue.

Event description:
The customer reported, the display had a blank screen.